Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare provider (hcp) from a clinical study, via a manufacturing representative, reported "re-apparition" of an infection at the "punction" site level s3 on the left. The lead infection caused pus discharge and delayed cicatrization. The patient was hospitalized on (B)(6) 2015 and the entire system was removed that day. The patient was treated with antibiotics and recovered on (B)(6) 2016. Medical history included idiopatique functional "nicturia" since 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp from a clinical study, via a manufacturing representative, reported there was purulent discharge at the "punction" site level s3 on (B)(6) 2015. There was an excision on (B)(6) 2015. Any additional information received will be reported in 3004209178-2016-08809.